Event description:
The customer reported that her blood glucose reached 23.8 mmol/l (428 mg/dl) after wearing the pod for longer than 48 hours and she noticed the cannula was out of her skin.

Manufacturer narrative:
The device was not returned for eval. The customer reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria.